Event description:
It was reported that there were question marks in the percent pacing bins as the device had a memory error. Interrogation of the device clears out the memory error and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.